Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported, upon attempted removal of a tampon, she was not able to use the string because it was too short to grasp so she manually removed the tampon from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.